Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter. The patient underwent surgery to replace the device. There were no patient complications.